Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568231210c. Corrected d4 catalog # ard567824999/ard567826999. Getinge became aware of an issue with one of surgical lights - xten. It was stated the keypad was missing from fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 17th april, 2024 getinge became aware of an issue with one of surgical lights - xten. It was stated the keypad was missing from fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6), event site postal code (B)(6), initial reporter was estates manager. Additional information will be provided following the conclusion of the investigation.